Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low out of range pacing impedances less than 200 ohms. Oversensed noise that led to inappropriate mode switching was also observed. Isometric testing was performed and some noise was recreated. An ra lead dislodgment was suspected but not confirmed via x-ray. This ra lead remains in service and the physician has elected to continue monitoring the system. No adverse patient effects were reported.